Manufacturer narrative:
The failure investigation has been completed and the reported issue was confirmed. In addition, a different issue was found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. In one occurrence, the customer's blood glucose level was 233 mg/dl, which was addressed manual injections. In addition, the customer will use manual lantus and humalog injections as alternate insulin therapy.